Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date - unk, approx 2 years ago. Device available for eval - small section of implant returned to biomet UK. Remaining part of implant was disposed off by hospital. Eval in process but not yet complete. Upon completion of eval, a follow-up report will be sent to the FDA. (B)(4)

Event description:
It was reported that pt underwent knee procedure approximately two years ago. Revision surgery was performed on (B)(6) 2010, due to the patella component peg breaking off from the patella dome. No further complications have been reported.